Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented after receiving inappropriate therapy delivered by the implantable cardioverter defibrillator for an episode of supraventricular tachycardia. Programming interventions were discussed; however, no interventions were reported.

Manufacturer narrative:
Additional information: a4, b5.

Event description:
New information received notes that programming interventions were made. The patient was in stable condition.